Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two shocks on (B)(6) 2011. While attempting to view these episodes the programmer was unable to display the data and rather displayed question marks. The device remains in use. No patient complications have been reported as a part of this event.